Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6, h11 the following sections were corrected: d1, d4, d10, g4, h4, h6 problem code, h6 component code d10: (B)(6) a10012 - gps implant kit v2 (B)(6) 320-38-00 - 145 deg pe 38mm hum liner +0 (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere (B)(6) 300-30-08 - equinoxe preserve stem 8mm (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile (B)(6) 320-15-05 - eq rev locking screw (B)(6) 315-35-00 - glnd kwire (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 531-78-20 - shouldr gps hex pins kit (B)(6) 320-15-01 - eq rev glenoid plate (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm the reason for the pain and subsidence reported cannot be conclusively determined but may be related to an underlying patient condition, additional stresses on the shoulder secondary to manual wheelchair use, component sizing, positioning, impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were provided.

Event description:
As reported, approximately 1 year and 1 month post the initial right reverse total shoulder arthroplasty, the patient presented with pain. The patient is an amputation patient and has no legs. The surgeon suspected he had applied to much pressure to his shoulders. The liner was exchanged. A preserve stem was previously used, which had moved slightly into varus. The stem was very well fixed, so just the poly was revised. There was no issue with the poly. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event. No further information provided.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) a10012 - gps implant kit v2. (B)(6) 320-01-38 - equinoxe reverse 38mm glenosphere. (B)(6) 300-30-08 - equinoxe preserve stem 8mm. (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 300-30-07 - equinoxe preserve stem 7mm. (B)(6) 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 315-35-00 - glnd kwire. (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6) 531-78-20 - shouldr gps hex pins kit. (B)(6) 320-15-01 - eq rev glenoid plate. (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm. (B)(6) 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm.